Event description:
Itwas reported that this pacemaker system was found to have triggered a lead safety switch (lss) due to high out of range pacing impedances being exhibited on this right atrial (ra) lead. Th e heaith care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts was able to confirm the ra lead high out of range pacing impedance measurements of greater than 3000 ohms were recorded. Ts noted that no noise signals were recorded on atrial tachy response (atr) events when the device was in unipolar, however myopotential oversensing was observed on some of the events. Ts discussed with the hcp possible causes of the impedance issues and recommended further device and lead evaluation. At this time, the pacemaker and the ra lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).